Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The device had cracked lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 122 mg/dl at the time of the call. No further information was provided.